Event description:
It was reported that the patient experienced a syncopal episode. The patient was taken to the hospital and released. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.